Event description:
While on the line with technical support, patient obtained a blood glucose result of 28 mg/dl, on the suspect device. Patient immediately retested and obtained a result of 183 mg/dl. No action was taken based on the device results. Quality control testing had not been performed on the device. The strips in use at the time of the comparison were not returned to the manufacturer for evaluation.